Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of urinary stress incontinence and menorrhagia secondary to fibroid uterus. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included additional surgical procedures.